Event description:
It was reported that the atrial lead had a signal problem. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cl860u, implantable pulse generator, (B)(6) 2002. (B)(4).